Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was over 300 mg/dl. The customer was unable to troubleshoot at the time of the call. She advised that she had high blood glucose but it was not due to the insulin pump. She was advised to perform an infusion set change as soon as possible and she declined to return the reservoir or infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.